Event description:
The pt was being transferred from a wheelchair to the alenti chair; the brakes were applied, however during the transfer the alenti moved away from the pt and he fell to the floor. The hoist did not rotate around the brake blocks but slid away from the pt. The fall caused bleeding and trauma to right stump wound and skin loss to the sole of the left foot; the pt's injuries were clinically managed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjo hospital equipment (B)(4). The evaluation of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary divisions, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.